Event description:
A patient reports while activating a pod the needle had deployed prior to application at the pod infusion site. In addition the patient reports the pods cannula was bent. The patients reported blood glucose level was between 120 mg/dl and 250 mg/dl. The pod was not worn. The pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.